Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and mesh was used. During the procedure, the device tore when using it. It was reported that the device seemed old and viable. The procedure was completed with a like device. There were no adverse patient consequences reported.